Event description:
The facility, rocky mountain care, called stating that a machine bolt on the solara3g manual wheelchair allegedly broke. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara3g, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1154295 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The resident is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device states that he leans back a lot that he cannot control. The maintenance history of the device is unknown.